Event description:
The device was explanted due to the product notification and returned with no anomalies seen in the field. After the device was received by st. Jude medical, during routine testing, a partial low voltage video assisted thoracie surgery indicated that there were pacing pulsewidth errors and the crystal was not operating. The device was cut open and the crystal was removed. The crystal amplitude was measured and found to be too high. It was determined that the device crystal had failed after the device's returned.